Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5076, implantable pacing lead, (B)(6) 2013; 6947, implantable tachy lead, (B)(6) 2013; dtba1d4, bi-ventricular implantable cardioverter defibrillator, (B)(6) 2013. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had dislodged during the post-operative period. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the full lead was returned and analyzed and no anomalies were found. However, visual summary analysis of the lead indicated damage at implant. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.